Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd IV administration set had an occlusion. The following information was provided by the client: the extension set had an occlusion.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there was an occlusion alarm with the extension tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd IV administration set had an occlusion. The following information was provided by the client: the extension set had an occlusion.